Event description:
The laser system has the following problem: "touch screen does not work correctly". No adverse effects to patient were reported.

Manufacturer narrative:
The problem was due to touch screen failure, probably caused by wrong product cleaning operations. After the component replacement the laser system restarted to work correctly. We are unaware about patient injury.